Event description:
It was reported that during an embolization procedure using the transjugular approach for a venous aneurysm, resistance was encountered during advancement and the coil got stuck. The coil was pulled back and advanced again and found a larger portion of the coil was completely in the aneurysm under perfusion. The proximal portion of the pusher was damaged and prematurely detached inside the catheter while attempting to pull the coil back and was recovered with a goose neck snare. The procedure was completed successfully with other coils. There was no reported harm to the patient.

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was stated to be available for return to the manufacturer for evaluation but has not yet been returned. The reported issue could not be confirmed. If the device is received at a later date, an investigation will be performed and a supplemental MDR will be submitted. The instructions for use (IFU) identifies premature coil detachment as a potential complication associated with the use of the device.

Event description:
Please see section h10 for investigation results.

Manufacturer narrative:
Investigation conclusion: two radiographic images were provided for review. Image 1 is an un-subtracted radiograph centered over the left upper quadrant of the abdomen. A long-braided sheath is positioned presumably in the splenic vein. Multiple coils are seen below the sheath. Inside the visible part of the sheath, and extending out of it, a damaged, unraveled/stretched coil is seen. Image 2 is the same as image 1 but with a larger field of view, including the epigastrium and the right upper quadrant of the abdomen. The unraveled coil extends all the way back to the vertical part of the sheath, one vertebral body superior to the superior end of the tips stent. However, these images do not explain why the problem described in the complaint occurred. The investigation of the returned coil system found the pusher returned without the implant attached, but no indications of activation using a detachment controller were observed on the pusher heater coil. The implant was returned separated from the pusher, severely stretched, and broken at the proximal section, which is consistent with the customer provided images. However, the proximal portion of the severed implant was not returned for evaluation. The investigation found the pusher's monofilament with a tensile break shape at the tip, which is consistent with the device experiencing excessive force that exceeded the strength of the monofilament causing the implant to separate from the pusher. The physical evaluation of the device could not identify the conditions or circumstances that led to the damage, but the damage is consistent with the device experiencing forces over specification. The microcatheter used in the procedure was not evaluated as a part of this evaluation, so the investigation could not determine if it had caused or contributed to the reported complaint.